Event description:
Patient submitted medwatch (B)(6) and forwarded to manufacturer 02/02/2015 states that revision surgery was performed. Skin rash on front lower left leg reported one year post implantation. Bone loss and pain reported from 4 years post implantation.

Manufacturer narrative:
.